Event description:
Additional information received reported that a lead revision occurred (B)(6) 2012. It was further confirmed that the lead contributed to the event, may have migrated, and was close to extruding from the skin. It was noted there was no injury to the patient.

Event description:
It was reported that the patient felt a pain at the internal neurostimulator (ins) site for a week. The patient also stated that the re was a little "bubble" around the ins and that it felt like a wire had come loose. The patient reported that he was still receiving therapeutic relief. It was reported that the patient felt the wires of the ins vibrating and that he had "no butt". It was also stated that the placement of the ins was on his "belt buckle place" and that a bump can be felt where the wire was. The physician was going to move or replace the device. The patient outcome was not provided. Additional information was requested.

Manufacturer narrative:
Product ID 3889-28 lot# v644344 serial# implanted: 2011-(B)(6) explanted: product typ lead product ID 3889-28 lot# v644344 serial# implanted: explanted: product type lead product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
See also manufacturer's report # 3004209178-2012-05313.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v644344, implanted: (B)(6) 2011, product type: lead. Product ID: 3889-28, lot# v644344, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received noted that the cause of the event was the lead. Lead extrusion, (B)(6) 2012 revision. Right side device implanted (B)(6). Left side device removed. Per this reporter from the doctor's office, it was confirmed that ins model 3058 serial# (B)(4) was implanted on (B)(6) 2011. It was confirmed that the ins was implanted on the right side. This reporter noted, from the operative note from (B)(6) 2012, it looked like the left side lead was replaced and the new lead was connected to the old ipg. Additional information received noted that the operative note from (B)(6) 2012 had a preoperative diagnosis of urinary urgency, frequency, and nocturia with a migrated interstim lead. Postoperative diagnosis: same. Findings: the patient's original interstim lead was removed without difficulty and it was removed completely. The patient had in excellent bellows and toe response in leads 1, 2, 3. There was minimal response in lead 0. Additionally, a surgical report from (B)(6) 2011 noted right buttock, interstim battery serial # (B)(4) and lead wire, received in a specimen jar. Device was submitted for gross examination only.